Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a lead replacement procedure because the patient was not receiving effective stimulation therapy from the scs system. Reportedly, the patient's scs lead was showing high impedances on multiple lead contacts. The patient reported receiving effective stimulation therapy with the new lead.